Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: patients hip began to notice increasing pain and discomfort in her hip. By 2008, the pain and discomfort made it difficult for patient to walk. Her [physician] decided that patient needed to have her hip implant surgically removed and replaced as soon as possible. Over the next two months, patient's hip dislocated twice. On (B)(6) 2009 patient underwent yet another surgical procedure to reduce her hip back into the joint. Update: (B)(4) 2012- pfs and medical records were received from legal. It was noted in the primary surgery that a slight crack was noted in the proximal femur. The revision operative notes state the patient was revised due to failed femoral components with loosening of the hip prosthesis. The stem and sleeve were added to the complaint. Also noted on (B)(6) 2009, patient underwent a closed reduction due to dislocation.

Manufacturer narrative:
Update: 12/26/2012 - pfs and medical records were received from legal. It was noted in the primary surgery that a slight crack was noted in the proximal femur. The revision operative notes state the patient was revised due to failed femoral components with loosening of the hip prosthesis. The stem and sleeve were added to the complaint. Also noted on (B)(6) 2009, patient underwent a closed reduction due to dislocation. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Added: dob, procode/regstat, UDI, PMA/510k, patient code.

Event description:
Ppf alleges dislocation and loosening of stem. Added dob, lawyer, revision surgeon in associated contact, account name, patient harm and manufactured date in ips. Doi: (B)(6) 2004 - dor: (B)(6) 2009 (right hip).